Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-7040a, mmt-342g, mmt-431ak. No product return is required for mmt-7040a and mmt-342g.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported pump was overdelivering the insulin even suspended, sensor updating alert. The customer reported blood glucose value of 58 mg/dl. The customer reported hypoglycemia treated with glucose/carbohydrate intake. The event involved product(s) mmt-1884, mmt-7040a, unk_transmitter, mmt-431ak. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884, unk_transmitter, mmt-431ak were requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was monitored and functioning properly. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 08/23/2025 05:20:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Bolusnumber: 17. Normalbolusamountprogrammed: 163000 (16.3 u). Bolusamountdelivered: 163000 (16.3 u). Pump passed the dat at 0.0855 inches. Unit care link and pump history was download successfully. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails and cracked keypad overlay. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.